Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.